Event description:
It was reported that the spinal cord stimulator (scs) worked on and off, and it would shut off frequently. The healthcare provider (hcp) said it was positional, but the patient¿s wife believed it was not positional because, the patient was not moving when it occurred. Sometimes it would stop vibrating and the patient would have to turn it back on with his patient programmer (pp), and sometimes it would resume in time. These problems occurred intermittently following implant. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 97740, serial# (B)(4); product type programmer, patient product ID 39565-65, serial# (B)(4), implanted: 2014 (B)(6); product type lead. (B)(4).